Manufacturer narrative:
This report is for an unknown synthes proximal humeral internal locking system (philos) plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: h.s. Sohn, y.s. Jeon, j. Lee, and s.j. Shin (2017). "Clinical comparison between open plating and minimally invasive plate osteosynthesis for displaced proximal humeral fractures: a prospective randomized controlled trial." Injury, 48, page 1175-1182 (south korea). The purpose of this study was to compare the clinical and radiographic outcomes of open plating and mipo for acute displaced proximal humeral fractures. From august 2010 to may 2014, patients with proximal humeral fractures were prospectively reviewed as part of their care and enrolled into the follow up study. During the study period, 174 patients with acute proximal humeral fractures were referred to two hospitals. Of these, 139 patients underwent surgical treatment. Among them, 32 patients did not meet the inclusion criteria or did not participate in the trial after being counseled as to the benefits and risks of the protocol and the objectives of the study. A total of 107 patients were randomized to either the open plating or mipo techniques. Fifty two patients were assigned to the open plating group and 55 were randomized to the mipo group. However, 7 patients in the open plating group and 10 in the mipo group were lost to the final follow-up. Finally, each group comprised 45 patients. In all patients of both surgical modalities, a 3.5-mm proximal humerus anatomical locking plate (philos; synthes, paoli, pa) was used. Clinical and radiographic evaluations were performed every 1 month thereafter until bone union was achieved, and all patients were summoned to the clinic at 6, 12 and 24 months. The following complications were reported as follows: 3 patients in open plating group and 2 patients in mipo group had intra-articular screw penetration. 1 patient in open plating group and 2 patients in mipo group had screw loosening. 3 patients in open plating group and 3 patients in mipo group had plate impingement. 2 patients in open plating group and 3 patients in mipo group had varus collapse. 2 patients in open plating group and 2 patients in mipo group had greater tuberosity migration. 1 patient in open plating group had avascular necrosis. 6 patients in open plating group and 4 patients in mipo group had stiff shoulder. 76-year-old female patient with 2-part fracture had bony union and intra-articular penetration of 2 screws that was detected in anteroposterior x-ray at 14 months after the open plating. The patient also had avascular necrosis of the humeral head at 11 months after implant removal (25 months after primary surgery). This report is for 3 patients in open plating group and 3 patients in mipo group who had plate impingement. This report is for an unknown synthes proximal humeral internal locking system (philos) plates. This is report 2 of 5 for (B)(4).